Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's whole body went rigid and they felt a shocking sensation while charging the ins that lasted until the patient's daughter turned stimulation off using the programmer. The patient's legs had been quivering and they were in terrible pain. When the ins was turned off the sensation went away but now the patient is afraid to charge their ins again. It was noted that this same issue occurred a month prior but it was a much shorter duration and did not cause pain. It was also noted that the patient had a fall a month prior to the report but at the time their hcp checked the ins/leads and said everything looked fine. Local reps were contacted to meet with the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the shocking was not determined. The patient was instructed to not lay directly on their ins and only charge for 15-20 minutes at a time to help resolve the shocking sensations while recharging their ins. The patient reported they have not been shocked again, but the patient is petrified they will be. The patient was on vacation when they were shocked and it was very painful and they couldn't feel their legs. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was a little confused on the recharger versus controller and was holding the + button down instead of tapping it which rapidly increased which caused overstimulation. The patient was reeducated on proper use of the controller and recharger. It was reported that the issue has been resolved at this time.